Event description:
Reporter alleged the needle from the softclix device used in finger-stick blood glucose testing would not retract and protruded outside the end cap. Reporter stated she was not certain as to whether the needle would not retract either before or after it was used. No actions were reportedly taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.